Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of needing assistance with training for the pump. Customer mentioned that their blood glucose was 41 mg/dl. Customer declined low blood glucose troubleshooting and indicated that they will set up with a new basal amount. No further details given.